Event description:
Procedure type: roux-en-y according to the reporter: the instrument was fired on the great curvature side, but some staples of the pt side were not formed. The surgeon fired the instrument again to reinforce the tissue, but had the same result. There was no bleeding due to the failure. The tissue was over-sewn and the procedure was completed.